Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was an error in c arm rotation. The review of system log file shows malfunctioning geo-pc. Upon functional testing, the fse found that the potentiometer was intermittently failing. To resolve this issue, the philips engineer replaced belt and potentiometer of the c-arm. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was an error of the c-arm rotation. The issue was found during clinical use. No harm has been reported to philips.